Event description:
The customer reported that suspect white blood cell (wbc) results with instrument flags were generated on an unicel dxh 800 coulter cellular analysis system for two same-patient samples on two days. This is report one of two and represents the suspect wbc result generated on the unicel dxc 800 coulter cellular analysis system for the first drawn patient sample on (B)(6) 2011. The initial, elevated suspect wbc result was auto-corrected prior to release from the laboratory. The wbc result was accompanied by instrument generated over-range and review flags indicating the need for the review of the result. The suspect wbc result was released from the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The instrument was performing within quality control specifications with respect to controls (accuracy) and reproducibility (precision) and controls executed before and after the incident generated results within assay ranges.

Manufacturer narrative:
Service was not dispatched to the site for this event. The root cause for the suspect test result is unknown. Raw data associated with the event was requested from the customer but was not provided. The root cause of the reporting of the suspect results is use error. There were instrument generated flags and messages to alert the operator to review results. As part of a retrospective review, this event was determined to be reportable. Mdrs associated with this event: 1061932-2011-02362, 1061932-2011-02369.